Event description:
It was reported that patient with this pacemaker had a syncopal episode and was brought to the emergency room for evaluation. It was noted that the day prior, the patient attended a routine follow-up, during which the physician programmed the automatic gain control (agc) instead of the fixed sensitivity at 10mv. This resulted in myopotential oversensing causing pacing inhibition and asystole, the duration of which is unknown. Previous device programming was restored, and normal monitoring will continue. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.